Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: s7 argus os, UDI#:(B)(4). The system was serviced at the site and found to be fully functional. The system passed checkout and was returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that when site attempted to enter cranial software, an sr manager failure was displayed. Rebooting the system multiple times did not resolve the issue and was unable to enter the cranial software. Other software application on the system were checked and all opened and functioned normally. There was no patient present when the issue occurred.